Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 172 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the hospital with a diffuse headache and left sided numbness that began on (B)(6) 2018, with complaints of "going blind" for 30 minutes with left eye deviation. Neurology was consulted, and a computed tomography (CT) brain scan, non-contrast, was obtained. A CT of the head and neck angiogram with and without contrast showed no large vessel occlusion within the intracranial or neck vasculature, and re-demonstrated age-indeterminate infarct along the right posterior cerebral artery (pca) territory distribution. It was noted that the patient had a history of several strokes pre lvad implant. Per the nihss scale, =2 with hemianopia as chronic. Pre-admission mrs=1. Rosuvastatin was initiated after recommendation by neurology. The patient declined to stay an inpatient for any further workup. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list stroke as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.